Event description:
It was reported occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was "high"; although specific value was not provided. Reportedly, the customer's school nurse assisted the customer by helping to deliver a correction bolus via the pump and changing the infusion set to address the elevated (bg).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.